Event description:
It was reported that "the cuff inflated, but the pilot balloon did not." The event occurred during patient in use/dose. There was no patient harm/adverse event.

Manufacturer narrative:
B3: july 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed. The probable root cause was identified as excess solvent application at the blue inflation line; this is a cosmetic issue that does not affect the functionality of the device.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The visual inspection was performed and no damaged or anomalies were found. Functional testing was performed. There were no leaks observed from the inflation line, pilot balloon, nor trach cuff. The complaint could not be confirmed, and a root cause was unable to be determined.